Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 24-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. The proximal diameter of the rcia measured 200 and proximal diameter of the lcia 13mm. Moderate calcification was noted in both iliac arteries. It was reported during the index procedure an occlusion of the right common femoral artery with ulcered atherosclerotic plaque was identified after the introducer was removed. The physician performed an right common femoral endarterectomy with full restitution of the blood flow and the event was resolved. Per the investigator, the cause of the event has a casual relationship with the procedure related to the surgical access to the right femoral artery. No additional clinical sequelae were reported and the patient is fine.